Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The customer has reported to baxter that they have disabled the pm due notifications until baxter's portion of the investigation is completed.

Event description:
It was reported that a spectrum pump displayed the pm due message and then turned off during an infusion (medication, programmed amount and delivery rate unk). It was also reported there was no patient injury.